Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000104454.

Event description:
It was reported that the patient was experiencing insufficient pain relief from their scs system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The event of explant was reported to abbott. Patient did not have surgery due to unrelated health issues. A surgery date has not been re-scheduled for the patient explant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.